Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) was confirmed. Upon investigation, the belt failed the ECG fall-off test. The cause of the test failure was isolated to shorted wires within the ECG c and d cable. The root cause for shorted wires was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.